Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was under delivering. The customer states they had high blood glucose levels. The customer's blood glucose level at the time of incident was 380mg/dl. The customer's levels had been as high as 399mg/dl. The customer's most current level was 238mg/dl. The customer treated the highs with manual injections. The device passed testing for high blood glucose levels. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The pump was programmed with basal rates programmed of 1.0u; all basal rates registered properly in the pump history summary noted. No bolus anomaly or basal anomaly noted. The test blood glucose meter communicates properly to the insulin pump. No cosmetic damage noted.

Manufacturer narrative:
The pump passed the delivery accuracy test.